Event description:
Report received of a tubing set "rupture" during use with a power injector. Reportedly, the extension set was connected to the pt's indwelling catheter via a" saline lock". A medrad power injector was connected to the clave port of the extension set. During a computerized tomography (CT) scan of the abdomen and pelvis, isovue-300 contrast was injected at an unspecified rate and psi. After an unspecified length of time, the tubing set reportedly "ruptured in the middle of the set". There was no reported blood loss. The extension set was replaced with an extension set from and unspecified lot number and the procedure was completed. There were no reported adverse pt effects. No medical interventions were required.